Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that before the device was installed, the cardiosave intra-aortic balloon pump (iabp) unit has an error code 6 warning. There was no patient involved.

Manufacturer narrative:
Updated fields: e1 (event site postal code - (B)(6)), h6 (type of investigation, investigation findings and investigation conclusions). A getinge field service engineer (fse) observed a touch screen error during the examination and performed touch screen calibration. The device was turned on again and it was seen that there was no error. The functions of the device have been checked. All manifold tests of the device were performed. It was operated by connecting the catheter with haza trainer and was delivered to the user in working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before the device was installed, the cardiosave intra-aortic balloon pump (iabp) unit has an error code 14 warning. There was no patient involved.